Event description:
A pt developed an esophageal microperforation with pneumomediastinum and subcutaneous emphyesma (air) immediately after treatment with the csa cryospray. A gastrograffin swallow was negative for a perforation (i.e. Showed no leak.) The pt was hospitalized and managed with IV antibiotics. The condition resolved completely and the pt was discharged.

Manufacturer narrative:
Prior to therapy, the physician placed an ink tattoo in the esophageal wall using a sclera therapy needle near the treatment site. It is the opinion of the treating physician that nitrogen gas infiltrated the esophageal wall through the needle puncture site introduced during the tattoo process. Investigation by csa medical concluded that this was the most likely cause of the micro-perforation. Tattooing is a procedure used to mark treatment or disease sites, often during clinical research. The process can compromise the integrity of the gastrointestinal tract and should not be done prior to therapy. This was clarified with the treating physician.